Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es remote manager kept failing and could not be recovered. Customer tried to reboot the station, but the issue still persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager had been failing intermittently. It recovered temporarily but failed again. A field service engineer replaced the remote manager board, and it functioned properly afterward. Diagnostics were run and the device was tested by the customer. All tests had passed. The system functioned as intended after the field service engineer repaired the device. E1 initial reporter facility name: (B)(6).